Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests; however, hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 6.1 mmol/l at the time of the incident. Customer was able to successfully clear the alarm and was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.